Manufacturer narrative:
(B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after deployment of the involved angio-seal device, they noticed bleeding around the common femoral artery. The pre-deployment imaging looked good. The cfa was densely calcified and no pulse was observed in that region. Dissection was noticed and was repaired and pulses returned to right lower extremity. The patient was reported to be in stable condition; doing well and was planned to be discharged. Additional information was received on (B)(6) 2018. The procedure performed for the patient prior to use of closure device was a right and left heart catheterization. A 6fr sheath was used. The dissection was repaired through right femoral exploration, removal of foreign body (vascular closure device), fogarty embolectomy right sfa and profunda femoris arteries, extended right femoral endarterectomy with bovine patch angioplasty, right lower extremity angiogram. There was not a direct allegation against the device from the clinician that it caused or contributed to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.